Event description:
It was reported that this lv lead experienced loss of capture with impedance over 2000 ohms. Lead was explanted. There did not appear to be any indication of lead breakage.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The analysis found multiple signs of abrasion along the lead body. Especially 34 cm distal of the is-1 connector pin, the lead body was severely damaged by squashing and deformation, and a conductor fracture was detected. The observed damage pattern requires an excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body leads to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.